Event description:
A customer reported a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy on their own, resolving the issue.